Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 4085 surgical table. While onsite the technician was informed that the power to the 4085 surgical table shorted during a very fluid intensive procedure. The patient was transferred to a different table and the procedure was completed successfully. Upon inspection of the 4085 surgical table, the technician found evidence of fluid intrusion that caused damage to the table's power supply. The technician completed the necessary repairs including replacement of the power supply, tested the table, and found it to be operating according to specification the introduction to the steris 4085 general surgical table operator manual, iii, states: "splash-proof equipment (enclosed equipment protected against splashing water, ipx4)." In the event the amount of fluid present during the procedure exceeds that for the ipx4 rating, it is at the hospital's discretion to ensure the table is properly draped and/or a fluid catchment device is utilized to limit the amount of fluid that may come in contact with the 4085 surgical table. The 4085 surgical table was installed in 2016 and is under steris service agreement. No additional issues were reported.

Event description:
The user facility reported their 4085 surgical table smelled like smoke and would not respond to table commands. No injury, procedure delay, or cancellations were reported.